Event description:
The customer contacted stryker to report that their device powered off multiple times during patient monitoring. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Stryker evaluated the device and could not duplicate the issue, but was able to verify the issue was logged in the device's memory. It was noted that the batteries were cracked, and the battery pins and coin cell battery were replaced as a precaution. The cause of the reported issue could not be determined. After performing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off multiple times during patient monitoring. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.